Event description:
It was reported that on march 22, a novasure procedure was performed. The patient had a hysteroscopy and d&c before the novasure procedure. The novasure procedure was monitored in office by the anesthesia team. They had given propofol and at 30 seconds into the ablation, the anesthetist asked her to stop due to the patient's heart rate started dropping. The doctor stopped the ablation and the patient's heart started rising. They continued with the procedure and the patient flat-lined. At this point, the procedure was aborted. As soon as they finished the procedure, the rhythm went back to normal. The patient has recovered and is currently not hospitalized. No additional information available.